Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device has a possible defective interconnect pcb. It is unknown if there was other patient, or clinician injury associated with this event.

Event description:
Additional information was received. There was no patient involvement or injury.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The bottom case and plunger assembly seal was broken or removed. The device was in good condition with no appearance of any physical damaged. The interconnect printed circuit board (pcb) was inspected carefully and there was no physical or any other damaged found. The device had a primary audible alarm post error in the event history log (ehl). The technician performed power up process. The reported issue was not confirmed the root cause of the reportable issue was unable to determine the intermittent of the error. - interconnect pcb was careful inspected no physical or any other damaged was found. The technician replaced speaker and interconnect pcb for preventive maintenance. A corrective and preventative action has been opened to address the reported issue.